Manufacturer narrative:
Qn#(B)(4). The customer returned one psi for evaluation. The dilator was returned fully advanced in the sheath assembly and the device contained signs of use. Visual examination revealed the sheath tip was damaged and misshapen. The edges of the sheath were slightly frayed, which is damage consistent with undue force being applied to the sheath tip. No defects or anomalies were detected with the dilator. The inner diameter of the sheath tip measured to be 0.112" which is within specifications of 0.111-0.112" per product drawing. The outer diameter of the sheath body measured to be 0.143" which is consistent with the nominal specification of 0.143" per product drawing. This indicates that the wall thickness measured as expected. The returned dilator was able to advance and retract through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of sheath tip damage was confirmed by visual examination of the returned sample. The sheath tip was slightly frayed, which is damage consistent with undue force being applied to the tip. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: 'cordis/introducer was being placed by anesthesia on cardiothoracic patient. End of catheter was frayed, and would not insert without catching on patient skin at insertion site and anesthesiologist was unable to advance the catheter. A second kit was procured and anesthesiologist was able to insert.'

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: 'cordis/introducer was being placed by anesthesia on cardiothoracic patient. End of catheter was frayed, and would not insert without catching on patient skin at insertion site and anesthesiologist was unable to advance the catheter. A second kit was procured and anesthesiologist was able to insert.'